Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s husband noticed the patient was unresponsive. At first, the patient¿s husband thought she was just asleep but after 10-15 minutes with the patient still being unresponsive, he called ems. The patient¿s cgm was reading between 155-160 mg/dl at this time. The patient was wearing a tandem insulin pump. Once ems arrived, the patient¿s bg meter reading was 37 mg/dl while the cgm was reading 155 mg/dl. The patient was treated with IV glucose, IV saline, and IV zofran. The patient regained consciousness after approximately 45 minutes. Following treatment, the patient¿s bg meter reading rose to 107 mg/dl while the cgm was still reading 155 mg/dl. The patient was feeling better and declined any further medical care. She declined being brought to the ER despite ems¿ recommendation. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was unresponsive. The reported glucose values taken upon arrival of the paramedics fall within the d zone of the parkes error grid when ems arrived. The reported glucose values taken after treatment fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.